Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the left ventricular lead was unable to be firmly fixed. The physician suspected lead malfunction. The lead was not used, and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.